Event description:
According to the reporter the customer had a capsule which failed to detach, no harm was caused to the patient and a repeat procedure was performed. Some intervention was necessary; finger sweep to remove capsule from the back of patient's throat, but there was nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performedand the esophagus appeared to be normal. The physician has been performing the procedure for over 5 years, and was trained by a given representative. The vacuum source used was a medela pump and the vacuum pressure before the procedure (with and without finger) was 550. The vacuum pressure during placement was 550mmhg. Some lubricant was used to facilitate the capsule placement. The delivery system and the capsule will not be returned to given as the customer discarded it.the physician is not clear to what caused the failure to attach